Event description:
The manufacturer received information alleging the system leak verification test had failed when it was being performed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips remote service engineer (rse) assisted the customer on this issue. The philips rse alleged the blower may need to be replaced on the device. The philips rse sent a field service engineer (fse) to the customer site to further evaluate this issue on the device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer received information alleging the system leak verification test had failed when it was being performed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips remote service engineer (rse) assisted the customer on this issue. The philips rse alleged the blower may need to be replaced on the device. The service call was cancelled due the customer not responding to requests from philips. The device was requested for evaluation; however, the customer did not return the device, and no device evaluation is possible at this time. A final report is being submitted. If new information becomes available a supplemental report will be completed.